Manufacturer narrative:
(B)(4). H6: proposed component code, mechanical (g04), drill. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a reamer was dull, resulting in difficulty preparing the glenoid for a mini baseplate during shoulder arthroplasty. Attempts have been made and no further information has been provided.